Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01017 and 3005099803-2018-01019 for the other associated device information. It was reported to boston scientific corporation that three sensation medium oval snares were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, three snares failed to generate current and were unable to cut the target polyp. It was reported that the physician completed the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies and the loop was noted to be in good condition. Functional analysis showed that the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 12.3 ohms, within manufacturing specifications. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
This report pertains to the second of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01017 and 3005099803-2018-01019 for the other associated device information. It was reported to boston scientific corporation that three sensation medium oval snares were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, three snares failed to generate current and were unable to cut the target polyp. It was reported that the physician completed the procedure. The patient's condition at the conclusion of the procedure was reported to be good.